Event description:
The lma classic airway did not hold inflation during pt use. The lma was removed and another mask was used. There was no pt problem or incident.

Manufacturer narrative:
This lma classic was received with a clear airway tube and lightly marked connector. The valve functions correctly. The mask does not hold inflation due to a tear in the rear cuff. The hole is ragged and is 2-3mm long. It is located on the aperture bar side of the mask, on one side of the aperture bars. The hole is consistent with that seen when the mask hits something sharp that catches on the silicone and tears through it. This report contains info from third parties, the accuracy of which has not necessarily been confirmed by the reporter.